Event description:
A physician reported a pt who was double skin tested in 6/8/92 and 7/6/92 in the forearms which were read as negative. The pt's first treatment was on 2/26/1997 in the crow's feet, nasolabial folds, and the glabella. On approximately 3/26/1997, the pt developed symptoms of itching red bumps at all treatment sites. The test sites remained asympotmatic. The physician saw the pt on 4/29/1997, diagnosed a hypersensitivity and prescribed zyrtec, atarax, and a topical corticosteroid cream.

Manufacturer narrative:
The physician reported that the symptoms resolved on 7/5/1997.